Manufacturer narrative:
The device was received with the cannula deployed and needle retracted. Investigation of the needle mechanism found no issues that would result in the needle failing to retract. The formed needle was found to be properly seated in the slide retract. No housing or environmental seal damage was observed that would indicate that the needle mechanism deployed into them. The download data from the device contained no timeouts, drive stalls, or hazard alarms. Although the device was received with the needle fully retracted, it could not be determined when the formed needle fully retracted. The cause of the reported needle mechanism failure could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_ios. Omnipod software app version: 1.1.6. Smartphone operating system: 18.5. Smartphone hardware: iphone14.5. Cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation.